Event description:
The customer received questionable thyroxine (t4) result on their cobas e411. There was one discrepant result generated and reported outside the laboratory. The customer stated this has been an ongoing problem with their t4 tests. Quality control was in range before the original testing on (B)(6) 2011, and it was out for range when tested on (B)(6) 2011. A calibration was then performed followed by a successful qc and the patient sample was repeated. The initial patient result was 4.60 ug/dl. The repeat result was 6.22 ug/dl. The patient was not adversely affected by this event. The lot number for the t4 assay was 15779401. The field personnel thought that calibrators being used for too long could have caused the problem. He replaced the reagent and calsets and provided additional training on the usage of calibrators. Performance testing was done and was within specification.